Event description:
Patient with arteriovenous malformation hemorrhage. While undergoing angiogram. The x ray machine went down. It was found that the room was set up with this. Breaker was set at 40 by the manufacturer when it should have been set to 10.